Manufacturer narrative:
The suspect ev1000 system was not returned by the facility for product evaluation. Edwards is unable to confirm or negate the customers experience without the return of the suspect device. The device service history record review was completed and all manufacturing inspections passed with no non conformances. A monitor screen that has stopped progressing and has become frozen with patient parameters could have the potential for patient compromise. If the clinicians are not alerted to the frozen display, inappropriate patient treatment could be administered. In this event, no inappropriate treatment was administered. With any hemodynamic monitoring, readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experience in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. Upon return of the product, a supplemental report will be submitted with the evaluation findings. The device service history record review was completed and all manufacturing inspections passed with no non-conformances.

Event description:
It was reported that the ev1000 platform system was being used during patient monitoring when the patient parameter values stopped changing. The panel display screen froze and the touchscreen became unresponsive. This was noticed immediately by the clinicians. There was no inappropriate patient treatment administered. There was no patient compromise. The patient demographic information is unavailable.